Event description:
It was reported that twelve days post implant the right ventricular (rv) lead exhibited high thresholds. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.